Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale. Corrected data: 5 previously reported events are included in this follow-up record. Product return status: 4 devices were received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status: 1 event was confirmed during testing. 1 device was found to be affected by corrosion. 3 events were not confirmed during testing; however, the devices were found to be affected by damaged bearings. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 27 </noe> malfunction events, in which the device overheated. 16 reported events had no patient involvement; no patient impact. 6 reported events had patient involvement with no patient impact. 3 reported events had no known patient involvement with no known patient impact. Attempts were made to obtain additional information for 2 events; however, no information was received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-seven events were reported for this quarter. Twenty tree devices were received for evaluation. Sixteen events were duplicated. The event was not duplicated during testing for 6 devices; however, the devices were found to be out of specification. Two devices were found to be affected by debris. Two devices were found to be affected by wear. Fourteen devices were found to be affected by corrosion. Four devices were found to be affected by damaged components. One device evaluation is in process. Four devices are available for evaluation but have not yet been received. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 27 </noe> malfunction events, in which the device overheated. Sixteen reported events had no patient involvement; no patient impact. Six reported events had patient involvement with no patient impact. Three reported events had no known patient involvement with no known patient impact. Attempts were made to obtain additional information for 2 events; however, no information was received.